Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that when dilating the vein, there was a problem with the dilator making it impossible to insert. After several attempts, the distal part of the dilator was found to be damaged, making it impossible to insert. Grey part as if "torn". The device was discarded. Description of consequences: greater incision in the patient's arm to allow the dilator to be inserted, until the material deteriorated. In addition, 1 PICC-line was opened only to take a new dilator.